Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Broken needle was returned in a container; needle was broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, while the surgeon was half way closing vaginal cuff, the reload needle snapped into half. One half of the needle was pulled out by surgeon while the other half was still in the patient cavity as the surgeon tried to retrieve it but could not locate it. He would inform the patient about a the needle sharp left into the cavity. (About 4 mm). Surgeon said that the tissue was thick and was hard to pass the 9mm reload needle and while he tried to close the device jaw, it snapped. The device was difficult to toggle, load and unload. The surgeon used another suture to close the vaginal cuff and complete the case.